Event description:
It was reported that during a vacuum assisted breast biopsy procedure, the purple foreign body allegedly fell out from the probe. There was no reported patient injury.

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the encor product is adroit medical equipment. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one electronic photo was provided and reviewed. The photo shows one encore probe placed inside a tapped packaging. The probe trap chamber is bloody and attached to the probe. The photo also shows a seal component detached from the probe assembly lying beside the probe, within the packaging. One 7gv encor biopsy probe was received for evaluation. Product packaging and label were returned referencing ecp017gv, lot# vtjtc001. The device included a partial sample trap assembly and removable probe cover; the saline cap was not returned. The device was received with the sample trap connected to the probe body. The seal component was received within the packaging, detached and appeared deformed. The probe was received with protective tubing with blood residue throughout. A visual inspection was performed, including rotation of the probe body to assess for cracks¿none were observed. The aperture was received in the opened position. No damage was identified to the rear housing. The probe gears appeared to be clean. The sample trap and internal tray assembly were removed for further inspection. While the shaft seal was not structurally deformed, the inversion of the top ridge was noted. No additional anomalies were observed. Due to the detachment of the shaft seal component, functional testing could not be performed. Dimensional evaluations of both the shaft seal and trap chamber components were conducted according to the applicable product drawings. All measured dimensions were found to be within specification. Based on the photo review and complaint sample evaluation, the reported device contamination cannot be confirmed. However, based on review of the product design and condition of the seal, the investigation is confirmed for detachment of device or device component. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g1, g3, h6 (device, component, method, result, conclusion) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a vacuum assisted breast biopsy procedure. During the procedure, the purple foreign body was allegedly fell out from the probe. There was no reported patient injury.